Event description:
According to the customer, the synchron lx20pro instrument generated erroneous glucose results. Initial result for patient a was 108 mg/dl. Initial glucose result for patient b was 611 mg/dl. The incorrect results from patient a and b were reported out of the lab. The customer identified the incorrect results during routine qc. The samples for patient a and b were retested for glucose by the lab. The repeated glucose result for patient a was 826 mg/dl. The repeated glucose result for patient b was 97 mg/dl. The customer indicated that the erroneous results did not affect patient treatment.